Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. The events were not confirmed during testing; however, the devices were not within specifications. One device was found to be affected by worn components. One device was found to be affected by worn components and a lack of lubrication. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device overheated. There was patient involvement with no patient impact.